Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced some dizziness at times. It was noted that the right atrial (ra) and right ventricular (rv) leads exhibited high impedance which caused polarity switches in both leads. Also, the rv lead had high thresholds, noise, and short v-v intervals. The leads remain in use and a chest x-ray was scheduled. No patient complications have been reported as a result of this event. It was further reported that the right atrial (ra) and right ventricular (rv) leads showed unstable impedances resulting in a mode switch. The ra lead showed undefined impedance and oversensing of noise. It was further reported the right atrial (ra) lead fell out of the header of the implantable pulse generator (ipg). Ipg set screw issues and ra lead noise were noted. The ra lead was put back into the header. The ra lead and ipg remain in use.